Event description:
It was reported that the patient experienced a loss of therapeutic effect and did not feel stimulation sensation. It was estimated the patient had been experiencing these symptoms for approximately 6 months, although it was unclear. It was noted that the patient had progressively worsening dementia, severe hip issues, and spinal stenosis and had fallen many times in the past 2 to 3 years. An x-ray was taken of the patient's spine for her condition, but there was no confirmation of whether the stimulation system looked intact. It was noted that the neurostimulator may need to be replaced as it was implanted in 2004. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Lead : model 3887-33, lot# j0406004v, implanted: (B)(6) 2004, explanted unk; lead: model 3887-33, lot# j0406004v, implanted: (B)(6) 2004, explanted: unk; extension: model 748951, serial# (B)(4), implanted: (B)(6) 2004, explanted: unk; extension: model 748951, serial# (B)(4), implanted: (B)(6) 2004, explanted: unk; programmer: model 7435, serial# (B)(4). (B)(4).